Event description:
The patient was having a x-ray exam. The ceiling monitors were being moved into position by the nurse. The monitors and their connecting platform came down from teh suspension boom. The falling monitor system was restricted by the nurse and others in attendance by the patient was struck on the left cheek bone. The patient received a cheek bruise from this impact. No other injuries were incurred by the patient.